Manufacturer narrative:
B5 correction: this report is being supplemented to provide a correction to a previously submitted report. This event that was reported is a duplicate report. Please refer to mfg report # 9610595-2025-20007- 00.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the bronchovideoscope, the screen was flickering during use. The event occurred before sedation for a diagnostic tracheoscopy procedure. The procedure was completed with a similar device. There were no reports of patient harm.